Event description:
It was reported when using the bd vacutainer® k2e 5.4mg plus blood collection tube there was under-fill or low draw of a tube with blood. This event occurred 8 times. The following information was provided by the initial reporter. The customer stated: th "k2edta tube provided underfill volume of a specimen and low evacuate pressure."

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 2112313, medical device expiration date: 2023-08-31, device manufacture date: 2022-04-22. Medical device lot #: 2145930, medical device expiration date: 2023-09-30, device manufacture date: 2022-05-25. Investigation summary: bd received 2 photographs from the customer in support of this complaint. An evaluation of the photos was conducted and the issue underfill was observed. Additionally, 20 retained samples from each lot of the bd inventory were functionally tested and the issue of underfill was not observed. From this testing, it was determined that all 40 tubes drew within specification. Bd was able to confirm customers¿ indicated failure mode based on photographs provided. Although photographs provided by the customer do indicate a lack of draw, there is no evidence that the device was the cause of this defect as testing of retained samples from this lot number did not confirm the reported defect. Bd was unable to determine a root cause for the reported defect. The device history records were reviewed with no issues being identified. There were no related quality notifications. All processes and final inspections comply with specification requirements.